Event description:
It was reported the impedance was greater than 2000 ohms and the patient received 56 inappropriate therapies. The ICD and lead were both explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: battery depletion was normal. No anomalies found; proximal segment returned and analyzed.